Manufacturer narrative:
The other item in the report is an unknown liner which was added to the complaint after the initial medwatch was submitted. An event regarding dislocation involving an unknown head was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as the reported device was not returned for evaluation. -medical records received and evaluation: a review of the records by a clinical consultant noted: issue with two revisions of the right hip arthroplasty with an abg stem and non-stryker cup. The first was performed in 2006 ((B)(4)) for recurrent episodes of subluxation. It was not reported what exactly was the problem, nor what components had been used or exchanged. Post traumatic deformity of the pelvis is the principal contributor to the recurrent episodes of subluxation in the arthroplasty -device history review: not performed as the lot details were not provided. -complaint history review: not performed as the lot details were not provided. Conclusions: a review of the event by a clinical consultant concluded: post traumatic deformity of the pelvis is the principal contributor to the recurrent episodes of subluxation in the arthroplasty no further investigation is required at this time. If further information or the product is returned, this investigation will be re-opened.

Event description:
Patient's right hip was revised for repeated episodes of subluxation.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown head. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer

Event description:
Patient's right hip was revised for repeated episodes of subluxation.